Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal reference #: (B)(4).

Event description:
It was reported that during a procedure, the top of the fluid canister popped off. The tissue trap fell onto the floor and tissue spilled onto the floor. A d&c was done to complete the procedure. No patient injury.